Manufacturer narrative:
Journal article title: association of subclinical intrastent thrombus detected 9 months after implantation of 2nd-generation drug-eluting stent with future major adverse cardiac events ¿ a coronary angioscopic study ¿ authors: shota okuno, md; takayuki ishihara, md; osamu iida, md; mitsutoshi asai, md, phd; masaharu masuda, md, phd; shin okamoto, md; kiyonori nanto, md; takashi kanda, md; takuya tsujimura, md; yasuhiro matsuda, md; mitsuyoshi takahara, md, phd; masaaki uematsu, md, phd; toshiaki mano, md, phd publication: circulation journal issue #: 82: 2299 ¿ 2304 year: 2018 literature reference #: doi: 10.1253/circj.cj-18-0098. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a study was carried out involving patients who received resolute integrity drug eluting stents. Collective vessels treated included the lad, lcx and rca. It was reported that adverse events included major adverse cardiac events (m.a.c.e) comprising of death, acute mi and revascularisation. Instent thrombus also reported.